Event description:
A report was received that the patient, who was known to have undergone nondevice related procedures with cautery use, experienced frequent charging of the ipg. Database analysis revealed poor charger-to-ipg coupling, but the device appeared to be working as expected. The patient underwent a pocket revision procedure wherein the ipg was explanted. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient, who was known to have undergone nondevice related procedures with cautery use, experienced frequent charging of the ipg. Database analysis revealed poor charger-to-ipg coupling, but the device appeared to be working as expected. The patient underwent a pocket revision procedure wherein the ipg was explanted. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding charging issue was not verified. The ipg was successfully charged to full capacity in one cycle. This result attested that the device was capable of being charged fully under a proper charging method. Examining device profile data, the charging difficulty was evident with unknown reasons. Battery depletion was within the normal range. The ipg passed all the required tests and revealed no anomalies.